Event description:
A peritoneal dialysis patient called tech support stating that he had difficulty inserting the cassette into the cycler. On a follow up call, information was obtained that the patient was hospitalized for peritonitis. Per peritoneal dialysis nurse, the cassette would not stay in due to insertion technique. Patient entered the hospital with symptoms of tiredness, feeling ill, and chills. Patient diagnosed with peritonitis and antibiotics administered via IV, per the peritoneal dialysis nurse. The patient was discharged from the hospital and is doing fine with no complaints.

Manufacturer narrative:
The actual device was returned for evaluation and determined to be functioning according to product specifications. A visual inspection was performed and there were no indications of fluid or dried fluid inside the cassette door. There were no burrs or sharps inside the cassette door that would have punctured a cassette membrane. A simulated treatment was performed and completed without any failure or problems. An internal inspection of the cycler was performed with no visual evidence of dried fluid in the pneumatic tubing within the cycler. There were no abrasions on either mushroom heads, and no contact between the heads and their respective bores in the body pump. During a second simulated treatment, the cycler was able to bypass the dwell phase. Device evaluations found no malfunctions that would have caused difficulty inserting the cassette into the cycler. As per the clinical investigation: the peritoneal dialysis nurse stated that the peritonitis is due to touch contamination since the patient does not always follow aseptic technique. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.